Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation motor error. The device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. As the device is out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse) and was advised to evaluate the exhalation valve and exhalation motor controller for replacement for the reported problem. The biomedical engineer reported the exhalation valve was replaced and the unit has been returned to use.

Manufacturer narrative:
Out of warranty; no request for manufacturers service. (B)(4).